Event description:
It was reported that during service for a non related issue, the compressor alarmed for low pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the compressor alarmed for low air pressure. There was no patient harm. The reported issue with low air pressure has been confirmed during evaluation of the provided problem description. Our fse (field service engineer) was on-site to investigate the reported issue and found out that the compressor tubing and the drainage valve bottle required replacement. After replacement, the device passed all functional and safety tests and was returned for clinical use. The conclusion in this matter is that the compressor tubing was broken and the root cause of broken tubing could not be determined. Leaking internal compressor tubing may lead to poor air supply. In the case of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated according to the user´s manual, it is recommended to perform an extended maintenance at 10 000 hours of operation, when replacing filters, compressor tubing, shock absorbers and overhauling the compressor.

Event description:
Manufacturer's ref #: (B)(4).